Manufacturer narrative:
Exact date unknown, event occurred in late 2020.

Event description:
It was reported that the patients ipg would not charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explant ipg was not returned.